Event description:
As reported to coloplast though not verified, an altiswas inserted with no intraoperative problems. At follow up, tape erosion into the vagina was diagnosed. Patient revision performed (reburrial of the tape under the vagina). At later follow up, recurrent tape erosion into vagina was diagnosed. No further procedure performed to date.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.